Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On the same day, it was reported that the patient stated that in the middle of the night. During this time she experienced a headache and burry vision and when she checked her dexcom receiver the egv was 200 mg/dl, but when she did an fs it showed 480 mg/dl. She dosed herself with insulin through pen then one of her family members drove her to the hospital for medical assistance. At the emergency room (ER), her bg test showed 300's, but she was not able to check her dexcom receiver at that time. She was immediately given insulin drip and IV fluids. The doctor said that she went dka so she had to be formally admitted. She stayed in the hospital for close monitoring was given IV potassium and an oral medication (unspecified name) for the headache and continued with the IV drip and IV fluids. She was discharged in (B)(6) 2025 feeling fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.